Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed flow rate testing. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. The device was missing tamper seal. No evidence in the event history log. The technician performed functional check, no disposable alarm (nda)-testing of pump as per procedures. The reported problem was not confirmed. The technician ran three accuracy tests, the pump was found to be within manufacturing specifications. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken to mitigate the reported issue.